Event description:
The customer's mother reported that the customer had a low hypo alert and no delivery alarm on the insulin pump. The customer's blood glucose level was unknown mg/dl. The customer was offered to troubleshoot for the low hypo alert but declined. The customer mother doesn't have the insulin pump to troubleshoot. The customer mother stated that she will monitor the insulin pump and call to troubleshoot when her daughter is home.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.